Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The review of the complaint history revealed that the reported event is a known problem. The reported event can be confirmed by means of the provided photo and machine files. After reviewing the provided alarm reports, 22 run-dry protection errors were found to be generated from (B)(6) 2020 until (B)(6) 2020. While reviewing the operational mode folder for october 2020, 3 power off/on switching cycles were identified as not following the recommendation set forth in cn 618. Within cn 618 it is advised to wait 120 seconds before resetting the motor protection switch. Another possible cause of the failure could be an unstable local, main power supply. An unstable main power supply can trigger a fuse from the power distribution box to trip. The tripping would create an asymmetrical load distribution, and current distribution leads to major thermal strains at the current carrying parts with the device in an operational mode with the high-pressure pumps running. It is likely that a combination of several circumstances resulted in the reported event. The stopping and restarting of the pumps during operation caused by the run-dry protection errors, applies thermal stress to the correlated power and current carrying parts (e.g. The pump wires and the motor protection switch). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the provided photo and machine files, the reported problem was able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that an aquabplus 2500 had burnt wiring on the contactor to motor protection switch. A water service specialist (wss) went onsite to repair the machine. Upon follow up, it was reported that a light burning smell was noted when the hood cover was opened for further inspection. It was also reported that melting was observed on the high voltage wiring insulation of the spade connector. No alarm codes were noted. There were no reports of smoke, sparks, flames, or arcing. The machine was plugged into a service disconnect with 30 amp fuses. To resolve the reported issue, the wss replaced the connecting cables, the motor protection switch, and the pump connection line. The samples were not available for return. There was no patient involvement associated with the reported event.